Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited multiple high out of range shock impedance measurements of greater than 125 ohms over the past year. An x-ray taken showed no abnormalities with the system. The ICD was reprogrammed and remains in service. No adverse patient effects were reported.